Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm to address the issue. Additionally, pump time was incorrect by one hour due to local time change. Customer corrected pump time to address the issue. Customer's blood glucose was between 400-480mg/dl.